Event description:
On 4/22/96 at 3:30 pm resident was found on floor after apparently trying to get out of bed. Side rail was in down position. Resident suffered fractured left hip. There were no witnesses to event. Assistant dir of maintenance and writer re-attached side rail to bed on 5/2/96. Hosp is unable to make side rail fail. Hosp believes that nursing assistant did not lock side rail in up position and therefore, was possibly human error. On 5/8/96 resident expired from congestive heart failure.